Event description:
The pins in the blade would not stay seated causing the blade to slip. Two blades from the same lot number(28202) were tried, and neither blade would stay in place and work properly. A new blade with a different lot number(29565) was tried and the morcellator worked properly.